Event description:
It was reported to philips that the image storage was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the memory storage was full. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, rse found that the image partition was saturated. To resolve the issue, rse recreated the image store and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.